Manufacturer narrative:
Date of implant: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2019, the patient, with mitral regurgitation (mr) underwent a mitraclip procedure. On (B)(6) 2019, the patient was re-hospitalized for an additional procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although the biventricular defibrillator implant was not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain MDR reportable. Based on the information reviewed, there is no indication of a product quality issue.na

Event description:
Subsequent to the initial report, additional information was provided. The patient underwent a mitraclip procedure on (B)(6) 2019 treating functional mitral regurgitation (mr). Two clips were implanted and the mr was reduced from grade 3 to grade 1. On (B)(6) 2019 the patient underwent a procedure to place a biventricular defibrillator. The procedure was an outpatient procedure and the patient was not re-hospitalized. An echocardiogram performed on (B)(6) 2019 noted that the mr remained at grade 1. The study physician has deemed the additional intervention of biventricular defibrillator implant, as un-related to the study device or study procedure. Although the biventricular defibrillator implant is not related to the mitraclip device or procedure, this event has been reported; therefore, it will remain reportable. No additional information was provided.